Manufacturer narrative:
The device was discarded and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the peritoneal dialysis (pd) transfer set and the titanium adapter. At the time of the disconnection, the patient was not connected for pd therapy. There was no allegation against the titanium adapter, and the adapter was not replaced. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury associated with this event. No additional information is available.